Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead has recorded various spikes in shock lead impedances that have reached high, out of range values across the last years. The device emited a beeping tone as expected. The clinic is aware of these measurements and will continue monitoring the patient. The ICD and the rv lead remain in service. No adverse patient effects were reported.